Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus surgery, t1 and t2 fell out simultaneously. It is unknown whether there was a back up available or delay in the case. No patient injuries was reported.

Manufacturer narrative:
Additional information of patient.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. T1 and approximately 1.5 inches of suture were returned, no abnormalities were observed. The condition of the device indicates the trigger was manually advanced during deployment of t1 causing the inadvertent deployment of t2. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during meniscus surgery, t1 and t2 fell out simultaneously. T's were removed from patient and it is unknown whether there was a back up available or delay in the case. No patient injuries were reported. Attempts were made to retrieve further information but no response was received from the complainant.